Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, vomiting and loss of appetite. The cause of peritonitis was unknown. It was reported the patient was hospitalized for the event and discharged. The patient was treated with cefazolin injection (1g, once daily, intraperitoneal, ongoing), amikacin injection (100mg, once daily, intraperitoneal, discontinued), heparin injection (1000 iu, once daily, intraperitoneal, ongoing) and fluconazole (250mg, once daily, ongoing) for peritonitis. It was further reported that the patient experienced dyspnea and was hospitalized on an unknown date. It was reported that the passed away while in the hospital. The cause of death was dyspnea. It was not reported if an autopsy was performed. It was reported the peritonitis and other events were resolving prior to death. Pd therapy was ongoing prior to death. It was not reported if pd therapy was occurring at the time of death. No additional information was available.